Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. It was reported that they have not been able to charge their implant for 6 months. Patient stated they called the manufacturer representative (rep) and they tried different things and it won't do anything. Patient said the representative gave them a doctor to go to but they can't get approved through the insurance. Patient mentioned the doctor has been approved in the hospital but is not replacing the implant and they don't understand. Patient asked for healthcare provider (hcp) listing in the area of (B)(6). Agent asked patient if they got the eos or eri message and patient said no, its not doing anything. Agent emailed phy listing. Additional information was received from a manufacturer representative (rep). It was reported that the patient's surgery was cancelled as their insurance hadn't authorized it. They spoke with the doctor and the patient had a change in insurance and it would take several more months to start the process again. The rep stated that they should still be able to recharge the devices until eos later this year. The patient will eventually have their implantable neurostimulators replaced after the insurance authorization. The issue has not yet been resolved.